Event description:
A site representative reported that the shoulders on the hex are worn down and that it needs to be replaced.

Manufacturer narrative:
No pt involved in this concern. Device MFR date was not available at the time of this report. The returned device showed signs of wear as the tip was rounded out. The device malfunction was related to user handling and directly related to the reported event. A replacement part was sent to the site to resolve the issue.